Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen had been blank since last night and his blood glucose has been high since this morning. Customer's blood glucose was 299 mg/dl at the time of the incident. Customer stated that the battery cap has not been replaced for a new one. Customer reported that the pump does not show signs of physical damage. Customer stated that the pump was possibly exposed to moisture when she was wearing the pump in her shirt while she was out shopping. Customer noticed the screen was foggy, which she believes was caused by her sweat. Customer reported fluid in the battery compartment and that the pump shows the reservoir is empty but it is not. Customer stated that there was a scratch on the screen that has been there since shortly after receiving the pump. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly, moisture damage was found on motor assembly. No blank display or display anomaly noted. We were unable to verify alarm or perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. No damage on keypad traces noted. The insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.